Event description:
The customer alleged they received questionable thyrotropin (tsh) results for one patient on their e601 analyzer. The customer stated "the patient was diagnosed in 1992 with hashimoto disease with atpo and atg+." The patient had been followed by the laboratory for a long period of time and the tsh results were always high even when they triggered the lt4 (levothyrox) treatment to be increased. The patient's initial tsh result was 20.45miu/l and it was reported outside the laboratory. On (B)(6) 2104, the medical practitioner called the laboratory because she did not understand the high tsh result that did not correlate with the patient's clinical status. According to the clinical signs of tachycardia, the patient was admitted to the hospital. The medical practitioner thought the patient suffered from hyperthyroidism rather than hypothyroidism. The medical practitioner asked for the sample to be tested in another laboratory using a vitros ortho method. On (B)(6) 2014, the repeat result was 0.642 miu/l. The patient had a second sample tested in another laboratory using the vitros method and the result was 0.434 miu/l. On (B)(6) 2014, after the vitros result, the patient's levothyrox dose was lowered. The patient was not adversely affected by this event. The tsh reagent lot number was 176160. The expiration date was requested but not provided.

Manufacturer narrative:
Two patient samples were returned for investigation. An interfering factor to the f(ab)2 fragment of the assay antibody was identified. This interference is covered in the product labeling.

Manufacturer narrative:
This event occurred in (B)(6).